Event description:
In the supply cart in the patient room there were approximately 10 alcohol pads. One pad was opened for use and noted to have small black spots on it. All pads in the drawer were opened and had at least one if not multiple small black dots on them. Alcohol pads were not used on patient. New ones were placed in the patient¿s room.